Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The doctor reported that the gun only partially stapled and tore the vessel and did not properly cut. The tech had already reloaded the gun so instead of messing with it I left as is and also will enclose the reload that was fired he sutured with prolene. No transfusion was needed. Then he completed the case with a new stapler. Staples were not missing.

Event description:
It was reported that during a lobectomy procedure, the stapler partially stapled and didn't cut properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.